Event description:
Follow-up revealed the patient's lead was repositioned on (B)(6) 2015. The patient was satisfied with the stimulation postoperative. The issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported, the patient could no longer get adequate pain relief due to lead migration. The patient also experienced pain in his rib area and at the lead site. An impedance check revealed no anomalies. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.